Event description:
Baxter product surveillance received notification of an event from the international affiliate in . Int'l affiliate reported a cap was off before use. The product was new and the sample is not available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
Samples were not available for analysis. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line